Event description:
It was reported that the equipment was placed on the patient and applied pressure, but it always kept vibrating, without stopping, until it lost all the pressure. The dressing was changed to exclude the possibility of a leak in the dressing, but the problem remained. There was a leak alarm but there was no leak anywhere on the dressing. The wound is in the sternum, so it is not an anatomically difficult area. Treatment of the patient was suspended as the traditional nwpt in not indicated to this kind of wound and the pico nwpt was not working, the equipment could not maintain vacuum. No patient harm reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. It was reported that the device kept vibrating, and there was a leak alarm. A potential cause for this problem is that there is an air leak within the device. This can be caused for a number of reasons including: - dressing not applied properly, without creases and fixation strips. - filter/port not adhered to dressing correctly. - connector not correctly fastened and secured to the pump. - tubing trapped, folded over/kinked causing a blockage. - dressing integrity has been compromised. - skin has not been thoroughly dried before application of the dressing causing the dressing to not sufficiently adhere to the skin. A clinical/medical concluded: no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported events. The associated risk files contain details relating to harm. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.